Event description:
It was reported to philips that x-ray generator was not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that x-ray generator was not available. The customer didn¿t approve the quote sent for philips evaluation and repair service. As the customer decline the service request no additional information was retrieved and no work performed by philips. The codes were updated based on the investigation outcome.